Manufacturer narrative:
Product event summary: the device was returned and analyzed. The analysis conclusion indicated shorting/low impedance in the battery. Review of the device memory data showed evidence of unexplained voltage drop while the device was implanted. Hybrid analysis revealed that both loaded and unloaded pacing current drain levels were normal for this device over the range of battery voltage it operated under during its service time. No hybrid anomalies were found. Battery analysis revealed lithium plating breaches along the top edge of the anode separator adjacent to the exposed cathode tab. Plated lithium extended from the breached opening and touched the cathode tab. Based on this analysis, the premature battery depletion resulted from an internal lithium plating short. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an allied health professional (ahp) phoned in to technical services and indicted the patients implantable cardioverter defibrillator (ICD) did not last as long as expected. Device lasted eight years and one month, which was shorter than anticipated. The device currently remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the implantable cardioverter defibrillator (ICD) was extracted and replaced. No patient complications have been reported as a result of this event.